Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. Patient was taken by ems to the hospital and died immediately from a massive hemorrhagic stroke. It was reported that the hemorrhagic stroke may have had a correlation to chronic infections from the patient's driveline. Patient had a history of chronic infection with known driveline infection positive for (B)(6). Patient had (B)(6) pre-operation and ended up with early (B)(6) post-operation in wounds. Lvad was infected as abscess was seen on CT scan. Patient was not a surgical candidate at that time. Treatment included fluconazole and bactrim, with inr monitored by local cardiology clinic. Patient's inr goal was 3-3.5, on day of expiration patient's inr was 6.0.